Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure coils removed in 2016). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent removal of coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B61390, hc63140050invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, haemorrhage nos, hernia, chills, general body pain, feelings of weakness and ovarian cyst. Concomitant products included aripiprazole (abilify). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), arthralgia ("joint pain"), migraine ("migraines"), headache ("headaches") and the first episode of abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), abdominal pain lower ("excessive cramping"), the second episode of abdominal distension ("bloating"), dysgeusia ("metallic taste in her mouth"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), amenorrhoea ("lack of menstrual cycle"), anxiety ("anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with estradiol, sumatriptan succinate (imitrex) and surgery (novasure ablation and hysterectomy with right oophorectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, dysmenorrhoea, abdominal pain lower, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, arthralgia, migraine and headache had resolved and the menorrhagia, pelvic discomfort, vaginal haemorrhage, the last episode of abdominal distension, endometriosis, allergy to metals, weight increased, amenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed; in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, painful sexual intercourse, dyspareunia, endometriosis, heavy bleeding, yeast infection, depression, anxiety lot number: hc63140050 is invalid. Lot number: b61390 manufacture date: 2013-08, expiration date:2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines."), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping,"), abdominal distension ("bloating,") and dysgeusia ("a metallic taste in her mouth"). The patient was treated with surgery (surgical procedure to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, migraine, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 29-jul-2018: summons received: reporters details added. Event added as painful menstrual cycles, irregular vaginal bleeding, excessive cramping, bloating, a metallic taste in her mouth, and migraines. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B61390, hc63140050) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, haemorrhage nos, hernia, chills, general body pain, feelings of weakness and ovarian cyst. Concomitant products included aripiprazole (abilify). On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), arthralgia ("joint pain"), migraine ("migraines"), headache ("headaches") and the first episode of abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), abdominal pain lower ("excessive cramping,"), the second episode of abdominal distension ("bloating,"), dysgeusia ("metallic taste in her mouth"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), amenorrhoea ("lack of menstrual cycle"), anxiety ("anxiety") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with estradiol, sumatriptan succinate (imitrex) and surgery (novasure ablation and hysterectomy with right oophorectomy, bilateral salpingectomy,). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, dysmenorrhoea, abdominal pain lower, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, arthralgia, migraine and headache had resolved and the pelvic discomfort, menorrhagia, vaginal haemorrhage, the last episode of abdominal distension, endometriosis, allergy to metals, weight increased, amenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed; in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, painful sexual intercourse, dyspareunia, endometriosis, heavy bleeding, yeast infection, depression, anxiety . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : lot no.'s were added. New events, " abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection (bladder/urinary tract/vaginal) type: urinary tract infection, yeast infection, migraines / headaches, psychological or psychiatric problems condition: depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: bloating, nickel allergy, pain, weight gain / loss specify which one:, other injury or complication please describe: lack of menstrualcycle, endometriosis " were added. Reporter contact information was added. Patient's demographics were added. Product information was added. Medical history was added. Concomitant medications were added. Treatment drugs were added. Lab data was added. Onset dates of events were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure coils removed in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent removal of coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.